Event description:
Reported by ev3 rep description of event: during insertion of transition catheter into plaato sheath the transition catheter (pigtail) got stuck at distal end of the sheath. Force was applied to lock transition catheter. Following the distal marker band of the plaato sheath mobilized and could be found on the guidewire. Marker was secured successfully with inflated peripheral balloon catheter and removed completely together with plaato sheath. Visual inspection of the sheath shows split of the distal end. Potentially the guidewire was exiting the sheath via sidehole. Forceful advance of the transition catheter could result in split of the sheath and loosening of the markerband. Procedure could be completed successfully after insertion of a new plaato sheath using a 32 mm occluder.